Event description:
Ous MDR - it was reported that after an implant duration of 40 months oversensing resulting in 1 inappropriate shock was noted via homemonitoring. The artifacts could be generated by moving the patient's arm. The patient was hospitalized and a revision ws scheduled. All available information suggests this lead remains implanted. If additional information is obtained, this event will be updated.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the home monitoring data and x-ray images returned for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. During the analysis of the returned data, the clinical observation was confirmed. Artefacts were observed in the ventricular and the far-field channel, which led to the detection of 10 vf episodes (episode 21 to 30). A shock was delivered on (B)(6) 2013 (episode 24). The analysis of the x-ray images did not show any peculiarity which may be related to the complaint description. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. The presence of artefacts was confirmed through the inspection of the available data. However, based on the information available for analysis, no conclusions can be drawn regarding the root cause of the clinical observation.